Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three inappropriate anti-tachycardia pacing rounds, for which the third of them accelerated the rhythm to ventricular fibrillation (vf). Afterwards an electric shock was delivered and the rhythm was controlled. Also, post therapy the pacing rhythm was not as desired. The patient was going to clinic and evaluate atp and post therapy rate programming. The crt-d remains in service. No additional adverse patient effects were reported.